Manufacturer narrative:
This complaint was investigated. The product involved in this complaint is unknown, the lot number is unknown. Since the lot number information was not provided, a device history record (DHR) review could not be performed. The product sample was received for analysis and investigation. It consisted of ten umbilical vessel catheters and a junction attached to one of them. The samples present signs of use. Visual inspection was performed and it was observed that one of the catheters was separated from the cannula of the hub and the others catheters did not present visual defects. In order to confirm the issue reported a functional test was required for the 9 samples that did not have the hub removed. The samples were submitted to an underwater test. The distal end of the sample was clamped and the lumen was pressurized to check for leaks. When air was infused into the lumen, bubbles were detected; they were coming out from holes and irregular cuts below the strain relief of the catheter. Bubbles were not detected during the test for one sample, so a leak could not be confirmed for this unit. An (B)(6) diagram was used to determine the potential causes for this event. The reported condition has been confirmed. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as misuse. The reported condition was more likely damaged during use caused due to an inappropriate manipulation by the user. No trends or triggers have been found, therefore, a corrective or preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for (B)(4), 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 8/30/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an umbilical vessel catheter (uvc). The customer states the uvc is leaking around the hub.

Manufacturer narrative:
Submit date: 09/07/2016. Brand name: originally reported as 5fr dual-lumen uvc cath and should be unknown neonatal. Model#: originally reported as 8888160556 and should be unknown neonatal, catalog #: originally reported as 8888160556 and should be unknown neonatal, lot#, originally reported as 1519800081 and should be unknown. No patient information was provided and the number of patient's is not known. Mansfield pmv requested additional information; however, the customer could not provide any additional information regarding the ten samples received.